Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) assisted the home patient (hp) to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding reported problem, it was revealed that she discussed with the tsr and they did not know what might have caused the air and she did not see anything unusual with the supplies. The writer recommended contacting the nurse. The hp said once she started over everything was fine. No patient injury or medical intervention was reported.